Manufacturer narrative:
(B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the experienced iridodonesis. Additional information has been requested and provided that patient experiencing negative dysphotopsia and iridodonesis which are extremely bothersome. Both symptoms started immediately after surgery. A dark spot was observed in peripheral vision and a shaking when patient moves eye.  Patient was working from home because bright lights exacerbate the symptoms. The patient postponed the right eye surgery. Additional information has been requested and provided that surgeon tried constricting pupil with alphagan to help with dysphotopsias without significant improvement. There was no patient harm and no hospitalization.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).